Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was unknown. The customer stated that she was treating with manual injections. Advised the customer to call back with the necessary information in order to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.